Event description:
Hcp reported pt presented in 2004 with signs of an infection of the device pocket. These include redness, swelling, pain, and pus. Cultures were obtained from the device pocket. Staphylococcus was the organism cultured which tested coagulase positive. The pt was treated with both IV and oral antibiotics and total device system explant. Hcp was unable to remove stimulator paddles. The device was explaned the following month but was not returned to the MFR for analysis. Hcp reports pt's infection is now resolved with no drug withdrawal.